Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. Following the failure of the attempted deployment, the coil in the handle was broken. Reportedly, the physician had to forcefully pull off the catheter, and the clip disengaged from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. The patient condition following the procedure was stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked at the most distal section and the control wire was kinked at the most proximal section. Microscope examination was performed on the bushing, and it was noted under high magnification that there were no visible failures. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was found to be out of specification while side b was within specification, indicating that the device experienced a deployment failure. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. An investigation is in place to address this issue.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2020. According the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. Following the failure of the attempted deployment, the coil in the handle was broken. Reportedly, the physician had to forcefully pull off the catheter, and the clip disengaged from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. The patient condition following the procedure was stable.